Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) who reported that the cause of the overdose symptoms was ¿leakage during pump refill of 1 ml hydromorphone 30 mg/ml¿. The actions/interventions taken to resolve the overdose symptoms was im (intramuscular) naloxone and transport to the hospital for overnight observation. The overdose symptoms were resolved. It was clarified with regards to the patient being a difficult stick that the pump was angled 60 degrees upwards in the pump pocket. The cause of the tilted pocket was noted to be ¿surgical wound¿. No interventions were taken yet to resolve the issue. The tilted pump was not resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding the implantable drug infusion device. The drug being delivered was 30 mg/ml hydromorphone at 3.096 mg/day. It was reported that the hcp was doing a refill today ((B)(6) 2021) and after filling the pump the patient had overdose symptoms. ¿the patient is a difficult stick, the pump is somewhat tilted.¿ the caller was wondering if there has been any recent change to the silicone septum, and they discussed the septal update 2020. It was also discussed to check for volume discrepancy by emptying the reservoir.